Event description:
(B)(4).

Manufacturer narrative:
The user facility reported an indicator evidenced inconclusive results after a cycle was completed in the autoclave due to the laminate separating from the indicator backing, allowing moisture to contact the indicator. Instruments were reprocessed prior to use in patient procedures. A steris technician inspected the autoclave for proper operation, and verified calibration and cycle printouts; no issues noted. The unit was operating according to specifications. The autoclave was manufactured in 1978 and is maintained and serviced by a third party biomedical provider. The device exceeds its estimated useful life; steris has recommended the user facility replace it due to its age. Retention testing was completed on the lot subject of the reported event and evidenced passing results. The testing included a visual inspection and test cycles run in a sterilizer for 20 retain samples. No issues were noted and upon completion of cycles, the indicator laminate was still present and no separation was noted. The DHR evidences the lot was manufactured to specification. Steris has determined this to be an isolated event.